Event description:
It was reported that during a laparoscopic bilateral inguinal hernia procedure, a small 0.6 millimeter plastic component from the device fell into the abdominal cavity. The event occurred at the initial step while gaining entry into the abdomen under visual supervision. The plastic component was retrieved under direct visualization using a laparoscopic grasper. The same port was used throughout the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and a photo were available for evaluation. Visual inspection noted that the devices spiked trocar were received. The obturators were received intact. The circular seal was cut with a piece disengaged. The duckbill seals, cannula and the flanges of the anchors appeared intact. Functional testing noted that the devices passed the air leak test. It was reported that the trocar was damaged and that a component had disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if excessive force is applied to the device during clinical use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia, in the beginning of the procedure, there was no issue with the trocar however, a small 0.6 millimeter plastic component from the device fell into the abdominal cavity at the end of procedure. The plastic component was retrieved under direct visualization using a laparoscopic grasper. The same port was used throughout the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and a photo were available for evaluation. Visual inspection noted that the devices¿ spiked trocars and intact obturators were received. The circular seal was cut with a piece disengaged, and the duckbill seals, cannula, and anchor flanges appeared intact. During functional testing, the devices successfully passed the air leak test. It was reported that a small 0.6 millimeter (mm) plastic component from the device fell into the abdominal cavity at the end of procedure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the device is excessive force is applied during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prepare the abdominal cavity for insertion of the 5.5 mm locking trocar by elevating the abdominal wall with gas insufflation or manual traction. To prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.